Manufacturer narrative:
(B)(4). (B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received on 6/29/2010: [the account] said that everything was fine. Does not know what they did to the resident's cut. [Resident] wasn't concerned at all with the cut.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. (B) (4). Device is not being returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B) (4).

Event description:
Per user facility medwatch (B) (4), during a whipple procedure, the attending fired the stapler, and the resident was stabilizing the device. The linear cutter delivers two double-staggered rows of staples while simultaneously dividing the tissue between the rows. There's a cutting blade that travels between the two rows of staples. The resident said he had his thumb in a divot in the shaft, and as the device was fired, the blade cut his thumb. Device is not available for return. Additional information being requested.